Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735787, serial/lot #: unknown product ID: 9735773, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was confirmed and the system would not boot up. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intraoperatively during a cranial resection. It was reported that during a case, the system gave the battery service error and then after a few minutes, powered down while still plugged into wall power. The site moved it to a different outlet and when trying to power on, they could hear a fan, the power light would turn on and then off, and the system would not power on. The site disconnected the camera cart with no change. The site changed to a different navigation system for the rest of the case. There was a surgical delay of less than one hour. There was no impact on the patient outcome. Troubleshooting was later performed. While on site, a medtronic representative called to report that he was unable to power on the system. He stated that the blue led around the power button lit up for a second, the cooling fans were heard and the system powered down. They tested the 'broken' main cart with a known working camera cart and the same behavior was noted, powering on for a second then powering off. The system would not even power on from the camera cart power button. They looked at the uninterruptible power supply (ups) and the red err light was on. The system powered up for a second, then powered down with the red err light flashing. They unplugged the backup battery and all connections except the power switch and ac input and then tried turning the system on. The ac input cable was checked and the grey/black 3 prong connection just inside the bottom side of the cart was reseated. The same behavior was noted. They tested the 'broken' camera cart with a known working main cart and the cart powered up as expected, booted into admin application and tested the camera cart battery health. Battery health was 80% and 16 minute remaining after 1 minute off wall power.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The battery and uninterruptible power supply (ups) were replaced. The system then performed as intended. Codes b01, c02, and d02 are applicable to this analysis. The ups was returned to the manufacturer for analysis. The component was found to not be able to power on. Codes b01, c02, and d02 are applicable to this analysis. The battery was returned to the manufacturer for analysis. The component was found to heat up during testing due to overcharging. Codes b01, c02, and d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: updated. Other relevant device(s) are: product ID: 9735787, serial/lot #: (B)(6) product ID: 9735773, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.